Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation under general anesthesia with a thermocool® smarttouch® uni-directional navigation catheter and suffered a vessel perforation requiring no medical or surgical intervention. Smarttouch catheter was introduced via the femoral access site and positioned in the coronary sinus (cs) in order to obtain cs signals. Transseptal puncture followed. Upon contrast injection to verify proper placement of the transseptal needle, it became clear that the contrast was flowing through the aortic arch. Remainder of procedure was aborted in order to mitigate any additional risk of hemorrhage associated with aortic puncture. Echocardiogram was performed to assess for bleeding. No effusion or tamponade was observed. Blood pressure was within normal limits. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of this adverse event. It was noted that the patient was under general anesthesia for approximately 45 -60 minutes. Adverse event was reported to be life-threatening. Physician¿s opinion regarding the cause of the adverse event wax that it was procedure-related.